Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a fluid leak coming out the cassette door, while removing the cassette at the end of the treatment. The patient was advised to discontinue the use of that cycler and revert to using manual supplies while waiting for the new cycler to arrive. Upon follow up with the patient it was determined that the patient did not experience any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic. The cassette/tubing set in question had already been discarded.